Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have the "aiming beam shot of the fiber, this occurred at about 233,425 joules". The procedure was completed using another fiber. Pt outcome: "no damages to the pt."